Event description:
It was reported the patient was unable to charge or maintain a charge with the device. The patient stated, "the battery is no longer working and is depleted". The manufacturer's representative was able to charge the device; however, the hcp decided at that point it was better to replace the device. Additional information has been requested, a follow up report will be submitted if additional information becomes available.